Event description:
Event description boston scientific, crm received information that this right ventricular (rv) lead's impedance measurement has been greater than 2,500 ohms since january, 2006. This triggered a lead safety switch (lss). The patient reported that she has not felt good since january, and she has first degree heart block. A chest x-ray was performed, which confirmed a complete fracture of the conductor coil proximal to the device at the bend in the lead. The lead was capped and abandoned surgically. A new rv lead was implanted without complication.